Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished pump rejected a new battery motor error once pump seems to be louder than before pump randomly powered down and lost settings screen was peeling away. The insulin pump will not be returned for analysis.

Manufacturer narrative:
. Additional information has been received which was not included with the initial report. The information has been provided with this report. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).